Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it. No further issues occurred, and the customer was advised to continue using the pump and to call back if any malfunction recurred.